Event description:
It was reported that the customer received a button error alarm. The alarm could not be cleared. The customer was uncertain whether the pump had been exposed to moisture. His blood glucose level was 9.0 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. No moisture damage on the electronics noted. The unit had a scratched display window, a cracked display window corner, and a cracked reservoir tube lip.